Event description:
Event description cpi received information that this myocardial lead was capped. During a routine replacement procedure the lead was found to be damaged and then accidentally cut. The physician elected to replace the lead with a new rate sensing lead.